Manufacturer narrative:
(B)(4). Only event year known: 2020 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a gastrectomy, resistance was felt when device was fired. Staple line was not completely closed. Surgeon opened new device, but experienced same issues again. Third device worked properly. Delay in surgery time: appr. 30 min. There were no patient consequences.